Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient¿s phone displayed a cgm value of 4.0 mmol/l. The patient¿s partner found the patient unresponsive and called for an ambulance. The partner gave the patient sugar to eat, and although they had glucagon available, the patient regained consciousness and the medication was not necessary. The bg after treatment was 5.5 mmol/l, the cgm value was 7.5 mmol/l. The patient¿s condition stabilized prior to the ambulance arrival. No further treatment was required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.